Manufacturer narrative:
Conclusion: hemorrhage is a known and anticipated complication associated with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality , or design concerns. Device discarded after procedure.

Event description:
The patient experienced an intracranial hemorrhage on (B)(6) 2010 after being treated for an acute ischemic stroke with the penumbra system. The event was confirmed on the patient's 24 hour CT scan and was unresolved at the time of study completion. Upon a routine monitoring visit conducted on (B)(6) 2012, the event was determined to be of mild severity and of "uncertain" relationship to the penumbra system and the angiographic procedure. The patient subsequently died on (B)(6) 2010 due to the progression of the stroke. This MDR is associated with mdr3005168196-2013-00037.